Event description:
Nurse opened huber needle package and found huber needle to be bent. It was not used on patient and was sent to me for reporting. I have notified the manufacturer and am keeping the device for return to them when they send a shipping label.